Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Date of death has been requested, not available at time of report.

Event description:
The customer alleges that alarm did not trigger on a patient and the patient died. Further information has been requested from the customer.

Manufacturer narrative:
On october 30, 2019, a philips field service engineer visited the customer site and performed functional testing of the mx40 and piic ix (labeled phhaixmsusr1) that displayed and annunciated alarm conditions from the mx40, concluding that the devices were performing according to specification and that all alarms were audible. Further analysis of the reported incident was conducted by a philips product support engineer. A review of the piic ix clinical audit logs (logs) was performed. The logs demonstrate that the piic ix had continually received, displayed and annunciated alarm-related activity from the mx40 for the patient leading up to the time the patient went into asystole at 10:18, including during the seventeen minute period in question. On (B)(6) 2019, the mx40 (labeled mx107) assigned to bed m05a generated a bradycardia alarm (***xbrady) at 09:42:15 to the piic ix when the patient¿s heart rate slowed to 38 bpm. This alarm remained active at the piic ix, and reminders were generated until 10:15:30 when the alarm was silenced from an overview station (labeled phhaixmsuovr1). This alarm remained visually active until 10:16:05, and a new ***xbrady 23 < 40 alarm was generated two seconds later by the mx40. This ***xbrady alarm was active and audible at the piic ix until it was in turn superseded by an ***asystole alarm generated at 10:18:21 in response to the patient heart rate of 0 bpm. This alarm was active and audible until silenced at 10:58:10 at the piic ix. Reminders for this alarm were also generated at the piic ix. The investigation also determined that there was at least one other alarm generated for another bed assigned to this piic ix during the relevant period, which would have also triggered an audible alarm at the piic ix. However, there were no competing alarms on the mx40 at issue. Based on philips¿ investigation, no data gap was found in the logs. Audible and visual alarms were being generated and suspended during the timeframe of the incident. Furthermore, both the mx40 and the piic ix were performing according to specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.